Manufacturer narrative:
Customer returned 1 pusine4 tip. The tip was not broken as indicated in the complaint but was bent above the sandblasting area. Using microscope visually checked tip and found no manufacturing abnormalities. Root cause of tip being bent is unknown. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra sine tip #4 broke during use; no injury resulted.